Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. At the time of inspection, there was evidence of thermal change in solenoid driver board c17 and tantalum capacitor. We conducted an inspection based on the inspection record sheet above. Replaced solenoid driver board and back alarm battery as part of preventive maintenance. Performed equipment calibration.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) showed evidence of thermal change in solenoid driver board c17 and tantalum capacitor. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Update fields: b4, d8, d9, g1- contact persont-mfg site, g3, g6, h2, h6-investigation conclusion code, h11. Corrected fields: h6-type of investigation code. A getinge field service engineer (fse)was dispatched to the site to evaluate the unit. At the time of inspection, there was evidence of thermal change in solenoid driver board and tantalum capacitor. Conducted an inspection based on the inspection record sheet above. Replaced solenoid driver board and back alarm battery as part of preventive maintenance. Performed equipment calibration. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of thermal change in component c17 and the tantalum capacitor. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. Sending the board to the supplier for failure analysis per procedure. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.